Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 1092 mg/dl. The customer experienced flu-like symptoms, confusion and vomiting. The customer had not eaten all day or taken her medication. Troubleshooting was performed, and the time was not programmed correctly. Found several no delivery alarms in the alarm history. It was stated that the customer usually uses the alarm as an indication that it's time to change the infusion set. Advised that the infusion set should be changed every two to three days, and should not be waiting for the alarm to occur before changing the infusion set. Further troubleshooting could not be conducted, and a replacement insulin pump was requested. Nothing further was reported.